Event description:
It was reported that an empty 3l eva bag leaked at the connection port. There was no patient involvement. No additional information is available. 1 of 3

Manufacturer narrative:
(B)(4). Evaluation summary: the bag was received for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. A visual inspection and functional leak testing were performed, and verified the reported issue. The leak was identified to be coming from the seal port. The cause of the leak was a machine malfunction in the manufacturing facility. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.